Event description:
The customer stated that the correlation study between axsym digoxin iii and digoxin ii assays shows a bias (no data given). The customer has decided to continue using the digoxin ii reagent. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.